Manufacturer narrative:
Additional information provided: it was reported on (B)(6) 2020 that pt 006-002 reported reoccurrence of infection, and was explanted. Reoccurrence of infection evaluation indicated moderate severity of the infection, and determination that the reoccurring infection was not related to the device. Patient is recovering with medication. No further investigation required.

Event description:
The patient had the device initially implanted on (B)(6) 2019 and had a revision surgery on (B)(6) 2019. The patient came in for his 2 week follow up post activation on (B)(6) and reported that he had been in a car accident on (B)(6),had developed focal pain at the lead insertion site, and the wound began weeping on (B)(6). The patient was admitted to the hospital on (B)(6). The patient took the following medications on the following dates: ketamine infusion from (B)(6), flucloxacillin from (B)(6), clindamycin from (B)(6) to the present, as of the date of this report, and vancomycin from (B)(6). Additionally he was given analgesia, pico negative pressure dressing, an m&c wound swab, a PICC line was inserted, and an x-ray was taken and showed negligible lead movement. Furthermore, blood tests showed a white cell count of 10.9, and a crp of 16. (B)(6), an expert in infectious disease control, determined the patient was not systemically unwell. The patient's wound healed and was released from the hospital on (B)(6) 2019.